Manufacturer narrative:
Continuation of d11: product ID: 3778-60, lot#: v550765015, implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, lot#: v550765014, implanted: (B)(6) 2010, product type: lead, product ID: neu_siliconeanchor, lot#: unknown, product type: accessory. Product ID: neu_siliconeanchor, lot#: unknown, product type: accessory. H3: analysis of the lead (v550765015) found no anomaly. Analysis of the lead (v550765014) found that it had broken conductors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via the manufacturer representative (rep) stating that the lead may not be securely connected to the implantable neurostimulator (ins). The plan was to open up the ins pocket and first check the connection and then troubleshootfrom there. There were no known patient falls. On (B)(6) 2020 an impedance check was completed, contacts 0-7 were greater than 40,000 ohms. A lead revision was scheduled for (B)(6) 2020 but was cancelled due to covid-19, and was rescheduled for (B)(6) 2020. The issue was not resolved at the time of the report.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3778-60, lot#: v550765015, implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, lot#: v550765014, implanted: (B)(6) 2010, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during the replacement the impedances were checked and all contacts showed as green. When the impedances were checked post operation the 0-7 lead was showing all red or yellow in the 17-28k range. Troubleshooting reviewed to check imaging to see if anything was damaged. Further information received from the representative stated that the patient had been programmed on the yellow contacts. When the patient was seen for their post operation follow-up there were 7 red contacts and 1 yellow on the 0-7 lead. Troubleshooting reviewed the parameters for the colors and to consider the actual values when deciding if the group would be helpful. The patient was getting good therapy on the 8-15 lead but was getting some bleed over stimulation on the other side of his body. It was noted that prior to the replacement the patient was getting great therapy everywhere. The patient had another appointment for (B)(6) and was possibly going to have the lead replaced. Additional information was received from the manufacturer representative (rep). It was reported the cause of the event was not determined. The physician may have tugged on leads to make sure they were tight after using torque wrench and may have slightly pulled the lead out. The patient will be scheduled for surgery to resolve the issue. The date was not set, but likely (B)(6) 2020. No further complications were reported/anticipated.